Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary visual inspection: the depth gauge for 2.0mm and 2.4mm screws (p/n: 319.006, lot number: ft00419) was received at us cq. Upon visual inspection, the needle component is broken off and is missing in the returned device. Functional test: a functional assessment was not performed on the device as the needle of the device was not returned, which could have resulted in the complaint condition. The complaint was not able to be replicated. Device failure/defect identified? Yes dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes investigation conclusion: this complaint is confirmed as the needle component has broken off and is missing. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part # 319.006 synthese lot # ft00419 supplier lot # ft00419 release to warehouse date: 30 mar 2017 supplier: flextronics america llc no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during sterile processing, the depth gauge needle was broken off did not connect to the body of the depth gauge. There was no patient involvement. This report is for 1 depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).